Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-02649 and 1220908-2017-02650 for a similar report involving the same device.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device's defib receptacle and multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. It is important to mention the battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.